Event description:
It was reported that pump time displayed incorrect time and caller did not know why time was wrong, with discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Caller received assistance from technical support to update pump time and was advised to monitor for any recurring time discrepancy and to follow up if issue occurred again, and caller understood and acknowledged instructions.